Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: does the surgeon believe that the ethicon devices contributed to the leaks described in the journal article? Unfortunately, we couldn't get detailed information regarding the journal article from the authors. Also, we couldn't identified where the leak came from (i.e. From the staple line of the ethicon device or not) in the article. There is no more information than in the article.

Event description:
It was reported via a journal article that leakage occurred after laparoscopic surgery using the reported device on the colon/rectum. Reoperation was required postoperatively. Journal article referenced: surg endosc. 2017 mar;31(3):1061-1069 evaluation of intestinal perfusion by icg fluorescence imaging in laparoscopic colorectal surgery with dst anastomosis. Kawada k, et al. No device will be returning.